Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an anomaly noted with the external pulse generator (epg) indicator light. The epg was expected to be returned for service. No patient complications have been reported as a result of this event.